Manufacturer narrative:
Concomitant products: product ID 37742 , serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-45, lot # j0527442v, implanted: (B)(6) 2005-06-08 explanted: product type lead product ID 3487a-45, lot # j0527442v, implanted: (B)(6) 2005, product type lead; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
It was reported that there was an eri condition. The patient had a lead that was not working, and that she ¿had like 5 leads,¿ she thought, and there¿s just one that wasn¿t working. The patient was unsure if it was not completely working or didn¿t have full power. It had been this way for about a year and the patient did not know the cause of the problem, there was no trauma. Information regarding if the patient still had concerns with their device or therapy have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.